Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents of leak reported from this lot. All available information was investigated and a definitive cause for the reported leak/loss of fluid column in this incident could not be determined. It there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The mitraclip referenced is filed under a separate medwatch report.

Event description:
This report is filed as air was noted in the device during use. It was reported that this was a mitraclip procedure treating functional mitral regurgitation (mr) grade 3-4. One mitraclip (cds0602-ntr 80716u179) was implanted without reported issues, reducing the mr to grade 1-2. During clip delivery system removal, air was observed inside the steerable guide catheter (sgc) causing a loss of fluid column. The sgc was retracted into the right atrium and air aspiration was attempted unsuccessfully. The operator pressed his thumb on the sgc valve and aspirated, however, the sgc was still filled with air. All connections were checked without issues observed. The sgc was aspirated once more, however, this was unsuccessful and the sgc was removed from the patient anatomy. Once outside the anatomy, the sgc stopcock was opened and blood ran out of the tip. The sgc was not completely filled with air and the air had stayed in the sgc and had not entered into the patients anatomy. The sgc was then filled with saline with no leaks noted this time. In addition, once the cds was removed from the patient anatomy, it was then noted that the clip introducer was filled with air. It was thought this might be where the leak was originating from. Reportedly, there was no air embolization, no adverse patient effect, and no clinically significant delay. The patient is in stable condition and is under surveillance within the intensive care unit. No additional information was provided regarding this issue.